Event description:
It was reported that the customer had a high blood glucose of 400 mg/dl. Customer was experiencing thirst and nausea as symptoms of high blood glucose. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during manual prime and no leaks or air were found. The high pressure test was performed and passed. There was a no delivery alarm in the history for the same day. Upon removal of the infusion set, the cannula was neither bent nor occluded. Customer was advised to change the entire set, reservoir and insulin. It was advised that the insulin pump was functioning as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.